Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced accelerated battery depletion of an ilet pump that required daily charging, with engineering logs showing approximately 44¿56 percent loss over 24 hours from a full charge, and a replacement pump was provided while the original is being returned. Symptoms included no adverse clinical effects or alarms. Outcomes included continued therapy with the replacement device and no medical intervention or hospitalization. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.